Manufacturer narrative:
B5 has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the revision surgery was performed due to adjacent segment degeneration and it is unknown whether it was caused due to reported device or patient own condition. The reported set screw not fully tightening was observed in revision surgery. Pre-operation diagnosis/medical history of patient was degenerative disc disease, procedure involved was lumbar fusion and levels implanted was lumbar region. The set screw was implanted on a prior surgery but during the revision surgery the issue was discovered.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having posterior lateral fusion revision surgery. It was reported that during a revision procedure, it was found that the set-screw was not fully tightened. There were no further patient complications or symptoms have been reported as a result of this event.